Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said they had pain. Five days later, they said they had a urinary tract infection (uti). No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.